Event description:
I took a saliva covid-19 test, made by vault, and received a positive result. I took another test 4 days later and received a negative result. I believe the first test was a false positive. FDA safety report ID# (B)(4).